Event description:
During right thoracotomy procedure, two endo gia universal stapler handles both with catalog# 030403 which failed to work. Endo gia universal stapler handle catalog # 030449 worked without difficulty. Five of the six endo gia universal roticulator staple cartridges (sulu) failed catalog # 030459. It was not possible to determine which five of the six staple cartridges (sulu) were bad because they were all placed on the field. The device failure contributed to additional bleeding from the resection site, which required pledgeted sutures to repair.